Manufacturer narrative:
This report is filed may 30, 2014.

Event description:
Per the clinic, the patient experienced a wound with use of the external device (specific date not reported). The patient was hospitalised on (B)(6) 2013 and treated with IV antibiotics, topical wound care and analgesia (type, dosage and duration not reported). The patient was discharged from hospital on (B)(6) 2013 and prescribed oral antibiotics (type, dosage and duration not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4).